Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center . Device was returned to the manufacturer: sterling sl balloon catheter was returned, and the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. No visual damages were found. Microscopic examination revealed a pinhole 9mm from the tip. The remainder of the device presented no other damages or irregularities. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for post dilation after an atherectomy in a severely calcified lesion with a 65% stenosis located in the superficial femoral artery. It was during the first inflation at 6 atmospheres for 20 seconds, that the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.